Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for degenerative disc disease and spinal pain. The patient reported that the ins was randomly shutting off every couple of minutes everywhere she went. The patient reported that it happened more than 5 times and she was set at a high rate because she had so much pain so she needed it and it was scaring her. The patient reported that she felt stimulation at the time of the report. The patient reported that she turned it off at night and back on in the morning. The patient reported that she turned it off every time she synced now to reboot the ins. The patient reported that the issue happened during the day every couple of minutes. The patient reported that the ins turning off was not related to positional movement. The patient reported that it was happening everywhere the last couple of days. The patient reported that when she felt the ins go off, she used the patient programmer to check it and it would say off. The patient reported that she would turn it back on and a couple of minutes later she would feel it turn off. The patient turned stimulation on and the issue didn¿t resolve. No further complications anticipated.

Event description:
Additional information was received from the patient on 2017-05-19. The patient reported that her unit turned itself on an off at various times ¿ while walking, moving in certain positions. The patient reported that usually just moving or continuing to walk will turn itself back on and thing were okay till the next time it happened. The patient reported that her unit had done this for as long as she had had it. The patient reported that she thought it was normal. The patient reported that one thing that bothered her was the right side of her stimulator (ins) was much stronger than the left. The patient reported that if she tried to make the unit (left 4 right even at 5.60) she couldn¿t walk because her muscles were contracting so much she couldn¿t walk. The patient reported that they both just put her legs into real bad cramping. The patient reported that she had been having trouble with severe groin pain and her right leg was fine with the ins on, but the left, she was having severe pain that she couldn¿t get any relief from the ins in the groin area. The patient reported that she was sitting and could feel stimulation in her groin, hip and middle back on the right side but the pain was on the left. The patient reported that this was her second battery, it worked this way from the start and now she knew that things weren¿t right but even so she wouldn¿t live without it, she couldn¿t function.